Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the crossbar was discovered snapped in the sterile processing department. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the returned device. The instrument shows very heavy signs of use including heavy marking/ scratching on the instrument surface. The cross bar assembly weld has failed. As a result the instrument has fractured into two pieces. There is evidence that the weld was in place and failed. The complaint is confirmed. A determination cannot be made as to what caused the weld to fail and the instrument to fracture. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.